Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) was performed, and revealed that the hydrogel extends approximately 25% into the right anal mucosa. It was noted that the hydrogel did not infiltrate the anus, however there was a slight dissection near the base. The physician intends to use intensity-modulated radiation therapy (imrt) with 81.0gy divided into 1.8gy fractions. There were no reported patient complications as a result of these events. The patient will receive 81.0gy in 1.8gy fractions of intensity modulated radiation therapy (imrt). Boston scientific has been unable to receive additional information regarding the event, despite good faith efforts.